Event description:
It was reported that during a da vinci-assisted radical prostatectomy without lymphadenectomy surgical procedure, the jaws of the 8mm prograsp forceps instrument were not working properly. The procedure was completed with no patient harm, adverse outcome, or injury. No fragment fell into the patient. The issue did not cause a delay in the procedure. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the jaws were not stuck in the closed position, and they were not stuck on tissue when the issue occurred; the surgeon/or staff was able to successfully open the jaws intraoperatively by opening them externally. There was no unexpected tissue removal. No other issues were reported, except that the instrument moved freely with uncontrolled motion. There were no broken cables and no abnormalities noted with the instrument (such as a dislodged/unhinged jaw or grip tip sticking out). It is unknown whether there was any collision with other instruments. No photographic images or video recording are available for is review, and the instrument is available.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received.